Manufacturer narrative:
Product analysis: the product was discarded by the customer and not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted and a post-implant balloon aortic valvuloplasty (bav) was performed. Following the bav, the patient¿s pressure dropped. It was reported that circumferential calcium in the annulus ruptured. The procedure was converted to open surgery and the valve was explanted. The patient subsequently died in the operating room due to the annular rupture. The physician did not attribute the rupture or subsequent death to the device. No autopsy was performed.